Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the motor stall did not recover. It was also reported that there were no known external, environmental, or patient factors that may have caused or contributed to the motor stall. It was reported that the cause of the pump's motor stall was that the pump reached end of service (eos).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system. The pump was used to deliver lioresal (baclofen) 2000mcg/ml at 254mcg/day. It was reported that a motor stall occurred on (B)(6) 2023. The pump was replaced on (B)(6) 2023. The patient was without therapy for two months. Per the pre-operative nurse, no baclofen withdrawal symptoms were noted on (B)(6) 2023. The pump was interrogated in the pre-operative phase to obtain information on how or when the pump motor stopped. After the pump replacement, the patient was restarted at the previous daily dose and admitted by the operating physician for observation. It was noted that the patient and their caregiver were poor historians, so gathering information was difficult. The patient's caregiver was not clear on why the pump was not replaced with the elective replacement indicator (eri) was triggered. In regards to any environmental, external, or patient fa ctors that may have led or contributed to the issue, none were provided by the patient or caregiver and the managing doctor was unavailable to ask details. The reporter had limited information about the event due to the managing doctor being unavailable. The patient was developmentally delayed, so was unable to provide information. The patient's weight at the time of the event was asked but was unknown. The patient's medical history included spasticity. At the time of this report, the issue was resolved and the patient status was "alive-no injury".